Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing a low blood glucose level in the 40 mg/dl and 50 mg/dl, which was treated with food. Customer stated their healthcare provider adjusted the basal rates. The customer declined troubleshooting for low readings. The insulin pump was not replaced or returned for analysis.